Event description:
It was reported that the service and repair department documented that the hand piece for battery powered driver will not run in reverse or forward well, found during testing, no surgery involved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: actual date unknown. Additional product code: gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and a service history maintenance review was performed. The investigation of the complaint articles indicates that: service history review: lot #003608 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. The manufacture date of this item is 3-aug-2010. The source of the manufacture date is the release to warehouse date. The customer reported the device was not running well in forward or reverse. The repair technician reported the motor would not turn. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.